Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the patient underwent radiotherapy, the device was found to be in aoo mode.